Event description:
The pt is experiencing intermittent lock between the internal device and external equipment, which is temporarily resolved by applying pressure to the device. The doctor confirmed that the pt's thick skin flap is the issue. Skin flap revision surgery will be scheduled.